Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker was displaying a false elective replacement indicator after chest compressions and multiple external defibrillations were administered due to ventricular fibrillation and pulseless electrical activity unrelated to the device that occurred on (B)(6) 2021. The indicator could not be cleared, so a firmware update was performed. During the update, the pacemaker reverted to backup vvi mode and could not be restored. No further intervention was reported. The patient was unstable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.